Event description:
It was reported that the device has been programmed to aair because of issues with the ventricular lead. The patient has recently complained of felling "funny" and in the clinic it looked like he was experiencing oversensing of the qrs due to unipolar pacing. The lead impedance on the ventricular lead varied from 1600ohms to 200ohms and the lead would not capture below 3 volts. The atrial and ventricular leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the device has been programmed to aair because of issues with the ventricular lead. The patient has recently complained of feeling "funny" and in the clinic, it looked like he was experiencing oversensing of the qrs due to unipolar pacing. The lead impedance on the atrial lead varied from 1600ohms to 200ohms and the lead will not capture below 3 volts. The atrial and ventricular leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected event desc. And device codes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.